Event description:
The patient reported that they had an atypical, prolonged seizure that lasted up to 20 minutes. The doctor was not surprised that the patient is still having seizures as the doctor has only seen the patient a few times, and does not believe the patient's device is up to therapeutic levels yet. The doctor also believes some of the seizures the patient is having are non-epileptic seizures. The patient did not report the atypical prolonged seizure to the doctor during their appointment. No other relevant information has been received to date.